Manufacturer narrative:
An event regarding revision involving a secur-fit max stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection noted white matter through out the arc depo surface, most likely bone ingrowth. The rest of the stem was unremarkable. -medical records received and evaluation: records were not received for review. -device history review: the reported device was accepted into final stock with no reported discrepancies. -complaint history review: review not performed as a reason for revision was not provided. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
As per sales rep, "patient fell and dislocated femur, patient went to the ER and put it together. Patient fell again and dislocated, large side of bipolar came off the small head. Large head was floating off implant. Small head was still attached to stem." Left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As per sales rep, "patient fell and dislocated femur, patient went to the ER and put it together. Patient fell again and dislocated, large side of bipolar came off the small head. Large head was floating off implant. Small head was still attached to stem." Left hip.